Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following ventricular anti-tachycardia pacing (atp) therapy, the cardiac resynchronization therapy defibrillator (crt-d) was not appropriately detecting ventricular tachycardia (vt). While checking the patient, the physician saw on the electrocardiogram (ECG) that the patient was in slow ventricular tachycardia (vt) at approximately one-hundred and twenty beats per minute but at a certain programming setting, the device did not see it. When the device was programmed to a different setting the device saw the slow vt. It was further reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). Additionally, an alert was triggered for out of range impedance on the rv lead. The rv lead also exhibited a drop in r waves, variable thresholds, and undersensing noted on treated electrograms (egm). It was also noted that the right atrial (ra) lead exhibited a drop in p wave sand undersensing also noted on the treated egms. The device and both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the undersensing was not related to the program changes made at the time of the vt and the undersensing still occurred in the slow vt. Additionally, it was noted that the out of range impedance on the rv lead was due to low impedance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.